Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Moisture damage noted on motor assay or electronic assay. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.